Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure (type unknown) performed on (B)(6), 2011. According to the complainant, the snare broke during the procedure. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The complainant indicated that "the snare broke during the procedure," and it was confirmed with the account that no additional information is available. Because the nature of the damage to the device is therefore unknown, this was treated as a reportable event.